Event description:
It was reported via legal complaint that patient underwent a left total hip arthroplasty on or about (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012 due to pain and increased metal ion levels. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6)2012 was due to pain, elevated metal ion levels, cloudy fluid and gray tissue. The operative notes confirm that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00162 & 2013- 03533).